Event description:
It was reported that post implant patient's pain was well controlled by the pump. The patient experienced a change in therapeutic effect. The patient was not feeling well after a refill on (B)(6)-2012 at 9am. It was noted that the refill was performed by the infusion nurse. The patient began to feel uneasy about 6 pm and then uncomfortable around 8 pm. Patient went to bed around 10 pm and woke up before midnight feeling ill. The patient was in the emergency room (ER) between 1 and 2am saturday morning. Patient was admitted and was given medicine through IV. Patient was in for a catheter dye study on (B)(6)-2012. It was noted that the flow of the catheter "looked great." A bridge bolus was questioned as to whether one was performed or not and should have been or was performed incorrectly. It was thought that the wrong concentration was used as the hospital only keeps 50mcg/ml of fentanyl and patient was on 1000mcg/ml fentanyl. The session data report was not available to confirm what was actually done at the refill. Manufacturer representative noted that patient appeared "to be fine" after the catheter study. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ catheter; product ID 8596sc lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ catheter. (B)(4).